Manufacturer narrative:
Initial.

Event description:
It was reported that the patient intentionally paused insulin delivery on the ilet at approximately 100 mg/dl to allow glucose to rise, with a lowest reported blood glucose of 51 mg/dl and hyperglycemia with a highest reported blood glucose of 401 mg/dl, then announced a meal as a means to correct blood glucose, and later resumed insulin after a field reset was performed. The user received education on proper meal announcing and the importance of following the ilet algorithm. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included device use without hospitalization and resolution of the immediate issue after troubleshooting and education. Investigation included review of device alarms, specifically an alert consistent with oral glucose intake guidance, and a functional reset with insulin delivery resumption. Investigation of this case revealed user-related use error involving meal announcements and pausing the system, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence issues.